Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) ICD implanted: 2013 (B)(6); 429688 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.